Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was stated that the system was locking up, and thumbnails were missing from image directory when a saved case was recalled. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.